Event description:
It was further reported that the target lesion was 32mm long. The procedure was completed with a new stent delivery system (sds). There were no patient complications and the patient's status is good.

Event description:
This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 3.50x38mm promus element stent delivery system (sds) was difficult to advance through the guide catheter. The sds was removed and stent damage was noted. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned device revealed stent damage. Struts in row 3 from the proximal end of the stent was raised distally. There were also 3 separate rows of stent struts on the same horizontal plane with struts raised distally to the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).